Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for estradiol - e2 (estradiol iii). The erroneous results were reported outside of the laboratory. The initial estradiol iii result was 8.8 pg/ml. The sample was repeated and a test flag occurred. The sample was repeated again and the result was 2838 pg/ml. The result of 2838 pg/ml was believed to be correct. No adverse event occurred. The estradiol iii reagent lot number and expiration date was not provided. The field service representative visited the customer site and performed maintenance on the instrument. Rack inserts were installed into the sample racks to keep sample tubes aligned. Quality controls were acceptable and the system is operating within specifications.

Manufacturer narrative:
Na

Manufacturer narrative:
Based on further investigation, the root cause may be related to the fact that the customer was using 13mm tubes both with racks without inserts and with racks with inserts. The customer was not sure if the initial sample results were run on the racks with inserts or not. It is plausible that running samples without inserts could cause the tubes to tilt contributing to pipetting issues which could cause erroneous results.